Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 5 and 24 hours on the leg. The patient's blood glucose levels reached 24 mmol/l (432 mg/dl). Symptoms reported include hyperglycemia, swelling, pain, irritation, and purulent discharge. The pod was removed and discarded. The patient sought medical attention on (B)(6) 2025 at bromley-by-bow health centre and was diagnosed with an infection. The patient had the purulent discharge removed and was then prescribed a steroid cream (hydrocortisone ointment). The patient was discharged the same day. Hyperglycemia treated with a new pod.